Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced an event where the package was not sealed properly, or misshaped, and not intact. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: hong kong.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 5388833 have already been previously tested in the complaint (B)(4) on 10/jul/2025. The reference samples were visual inspected. All test results were within specifications as per the test report database complaint (B)(4) complaint test report. Pdf attached in this record. Device history record (DHR) review: the lot 5388833 was manufactured according to the work instruction (wi) version 71 in multivac 12, on 21/may/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Database complaint (B)(4) complaint test report. Pdf attached in this record. Trending: a query was run in database on 10/jul/2025 against malfunction primary pack has incomplete or open seal/weld and lot 5388833 and one complaint more has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint more has been registered in database for the same lot and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.